Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-sep-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main full height drawer 6 cubies were failed. A field service engineer (fse) found that no cable or board damage was found, and since all cubies were failing, the entire drawer required replacement with a smart full height (fh) drawer. The fse confirmed the legacy drawer was failing, removed all cubies, replaced the entire drawer, reinserted the cubies, plugged in the pyxibus cable, and assigned the new drawer in storage space configuration. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 6 had failed. The drawer was rebooted and the storage space was recovered, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.